Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cracked glue a root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- cracked glue, with the most probable cause traced to a component failure and getting a scope incompatibility error with the processor, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastro videoscope exhibited scope had an incompatibility error. The issue occurred during inspection for use. There were no reports of patient involvement.